Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, potential adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2017, this patient underwent endovascular treatment of an abdominal aortic aneurysm and a right common iliac artery aneurysm using gore® excluder® aaa endoprosthesis and gore® excluder® iliac branch endoprosthesis. The procedure was completed with no issues. On an unknown date, follow-up imaging showed a distal type I endoleak from the contralateral leg component in the left common iliac artery. Also, the abdominal aortic aneurysm had enlarged from 52.2 mm x 50.4 mm to 55 mm x 60 mm. On (B)(6) 2020, a re-intervention was performed to treat the distal type I endoleak with aneurysm enlargement. The left internal iliac artery was embolized, and additional contralateral leg component was implanted distal to the previously implanted contralateral leg component. The procedure was completed with no issues. It was reported that there was a heavy calcification in the left common iliac artery, and this might have contributed to the event.